Manufacturer narrative:
(B)(4). Investigation is still in-progress. If add'l info is rec'd, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).

Event description:
The customer reported an image was taken, but no image was available on detector. And only rex value indicated 10 to 15. This would result in re-exposure to obtain an image.